Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The cause of the event was most likely due to patient factors and progression of patient's underlying valvular disease. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article the antegrade-retrograde technique applied in uncrossable valve-in-valve tavr (2020), the following event was identified as pertaining to an edwards device: a (B)(6)-year-old woman with a history of surgical aortic valve replacement with a 21 mm valve underwent a valve-in-valve (viv) procedure after an unknown implant duration due to severe calcific structural valve deterioration. Transthoracic echocardiography showed a mean transprosthetic gradient of 86 mm hg, and pre-procedural cardiac computed tomography revealed heavily calcified bioprosthetic leaflets. A 23-mm non-edwards device was implanted within the edwards surgical valve. As reported, the transcatheter heart valve was successfully implanted with no significant paravalvular leak and an invasively measured gradient of 5 mm hg. The patient outcome was very good. Per follow-up response, the surgeon was not willing to provide any further information regarding this case since this was a normal and expected case of bioprosthesis degeneration.